Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an abrupt increase in pacing thresholds that were noted to be high and varying. An abrupt increase in pacing impedance to an elevated and undefined range was also observed. Noise was also observed and the physician suspected a lead conductor fracture. The lead was explanted and replaced. The implantable pulse generator (ipg) was also reportedly explanted and replaced in a non-prophylactic manner. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the ipg was replaced because device longevity had been compromised by the elevated rv thresholds.